Manufacturer narrative:
Device evaluation: visual inspection of the returned magec rod revealed the rod was partially distracted with some wear/score marks on the distraction rod. The wear/score marks observed on the distraction rod would indicate the distraction rod was extended approximately 6.00 mm from its initial position. X-ray images of the internal components showed no damage and revealed the rod was partially distracted. The rod was functionally tested and was unable to distract and retract with the manual distracter as well as the external remote controller (erc). The force test and stroke test showed no signs of distraction or retraction, therefore, the rod was determined to be jammed. The rod was then sectioned and debris (titanium debris mixed with lubricant) build up was found which may have caused the reduced functionality of the rod. Sectioning of the rod determined, the rod could not be separated from the housing without the use of high force applied. It is possible that bending forces had been applied to the rod by the patient anatomy and/or activity which may have caused the distraction rod to become wedged into the housing tube which in turn caused the rod to become jammed.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the rod no longer extending. The rod has been explanted and replaced.